Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located on the 3rd floor room 316 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the utv board was the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2011 to 2013. It is unknown if the facility performs any other preventative maintenance on their beds. The technician replaced the utv board to resolve the issue. Based on this information, no further action is required.